Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press the button in different ways, plug pump into a working power source, and wait for startup, but pump screen still did not turn on, so pump replacement was arranged, and customer planned to use multiple daily injections as backup insulin therapy.